Event description:
The customer stated, that his blood glucose levels are too high for the glucose meter to read because, he accidentally filled a reservoir with the wrong type of insulin. The customer stated he was then taken to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.